Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having low blood glucose of 49 mg/dl and treated with candy. Customer reported of experiencing blood glucose versus sensor glucose differences. Customer stated that sensor was reading 80. Customer reported that sensor was a little bent. Customer did not want to troubleshoot for low blood glucose.